Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported the pump switched off by itself and started again. Caller stated the pump is showing an e8 (power interrupt) error message. Caller reported being unable to confirm the error message. Caller stated the ok/chek button on the pump is non-functional. No adverse event reported. Requested return of the alleged pump for evaluation.